Manufacturer narrative:
Zimvie complaint (B)(4). E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant at tooth site #19 was removed due to patient has always had soreness and achenes with the implant since placement. Symptoms as a result of the event: pain.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation was performed, implant had signs of use with markings from removal. The drive feature was damaged from removal. Likely from the rongeur technique. No signs of malfunction that would have contributed to the event. Outer dimensions match drawing. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The implants drive feature was damaged during removal, however, no other damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.